Event description:
I had weight loss surgery (B)(6) and was told I would need to find another form of birth control because I was currently taking the pill. I had once tried a iud a few years ago and had this pain in my right side of my breast and felt like I was going to come out screaming of my skin. When I told my doctor that I had pain in my breast, he said he had never heard of that but he would take it out. Once out pain went away. So I asked to get my tubes tied and my doctor said there is a procedure that in the office and it was permanent form of birth control. I said great let's do it. He gave me a brochure and I read through it and sounded to be ok. So on (B)(6) 2014 the second he put the first coil in, I felt that pain in my right breast and it shot up the side of my breast just like the iud. I mean it was strong and I grabbed my boob and was talking to the nurse about it because the doctor was concentrating on the second one. Right then I was so upset that I had that pain again. I left hoping it would go away. That same day I had a mammogram done and she asked any pains and I told her not until today and explained what had just happened. Not sure she documented what I said. So after my first period, it was really really heavy and had blood clots coming out which I had never had before and my boob hurt so bad that I was getting anxiety about it and just wanted it out. Went to the doctor and he tells me it is impossible to have pain in my breast from this and that it has to be a coincidence but I know my body and know for a fact when I tried the iud that the same thing happened. Also, I had gone to the gym a week and second week after my weight loss surgery and after I had essure placed in me I was so fatigued and here I thought it was from my surgery and I don't think so, I mean I came home and just wanted to sleep. I am extremely tired and I had energy before I had this done. I just didn't know any of the side affects. I only wished I had done more research on this before getting this done. I saw on the brochure no hormones, so I was thinking no weight gain and here one of the side affects is weight gain and here I just had weight loss surgery and the scale hasn't moved in about 5 weeks now. Just upset and want these things out. (B)(4). Update on (B)(6) 2014: after research, I realized that my fatigue is caused by essure because after my weight loss surgery, I was walking every hour like I was told and even went to the gym a couple of times in the two weeks I had off to recovery. I felt great, then toward the end of my second week was when I got essure placed (thursday morning), monday morning I went back to work and I got home and didn't even want to go upstairs to take a shower or get my pajamas on. It takes every thing I have to try to go to the gym and walk. I am suppose to be exercising every day but can't because I am so fatigued. I have lower back pain and didn't even think it could be from this and it is. I have been in left field with my mind, forgetting to do things at work, just flaky, I had been blaming all these symptoms on my weight loss surgery and no one else in my group for support was having any of the same issues. But I have read how women have the same issues as me from this procedure. I wished that there was better information on the brochure that I was given in order to make a decision like this.

Event description:
Add'l info received from the reporter on 07/06/2014: after research I realized that my fatigue is caused by essure because after my weight loss surgery, I was walking every hour like I was told and even went to the gym a couple of times in the two weeks I had off to recovery. I felt great, then toward the end of my second week was when I got essure placed (thursday morning), monday morning I went back to work and I got home and didn't even want to go upstairs to take a shower or get my pajamas on. It takes every thing I have to try to go to the gym and walk. I am suppose to be exercising every day but can't because I am so fatigued. I have lower back pain and didn't even think it could be from this and it is. I have been in left field with my mind, forgetting to do things at work, just flaky, I had been blaming all these symptoms on my weight loss surgery and no one else in my group for support was having any of the same issues. But I have read how women have the same issues as me from this procedure. I wished that there was better information on the brochure that I was given in order to make a decision like this.

Event description:
Add'l info received from the reporter on (B)(4) 2014: I had an ultra sound done on monday (B)(6) 2014 and saw my doctor on (B)(6) 2014, when doctor (B)(6) told me that I had fibroids and one 10 inches long and the size of a softball, it truly went thru one ear and out the other because I was still there about essure and my side effects. I showed him my research and he was still adamant that scientifically there was no way my boob would be hurting from the essure, I told him about the taste in my mouth and how I complained to the wrong doctor about the horrible taste. I can not get my liquids down every day because of this procedure. When I saw that metallic taste was one of the side effects I cried all the way to his office because this has been one of my complaints a few days after the procedure but I thought it was from my weight loss surgery. It was from this because I was drinking water for almost two weeks and then after this procedure I was emailing my other doctors office about my taste in my mouth and how I can't find anything except a sugared drink to drink and get it down. I was getting dehydrated. The taste in my mouth is still there. Anyways he just wasn't going to hear what I had to say, he said they were a lot of crazy people out there and he could post something that he had and thousands would say they have it too and then some other issues. But I was sitting there crying telling him I was not crazy that the second he put that first coil in me I felt that horrible pain in my right breast. He said he would review my result but it probably wouldn't change his mind. He laughed at some of the symptoms that were on this list I showed him. He said not possible. So, anyways he was willing to do the hysterectomy only because of the fibroid in my uterus. So, he asked me about my flow and I told him that it was horrible, cramps and the bleeding was excessive and it was purple. He said can he do a biopsy and I said sure, he brought in a young intern and a nurse and he said ah oooo, I said what he said this after he snipped my uterus, he said I think I just pulled out one of your coils, um ok, I told him see I am not crazy, I told him I am different. He said all the years he had been doing this procedure he had not seen anything like this. So he and the nurse and intern dissected it from the sample he got to biopsy and he said yup look at that it is your coil. He sent it to pathology. Not a happy camper! But if he had not asked to do a biopsy on me this would have never happened in front of him to see I was telling him the truth.